Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced 2 infusion set cannula bent events on 20-april-2024. No further information available.